Event description:
Readings are erratic. Analysis run on clark error grid using mean avg. Readings (174) as reference point vs. Bd readings (289, 117, 1160 yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.